Event description:
The pump was sent in for service where a failure code 810:04 was found in the event history. The facility's biomed reported to the baxter service facility that this pump was not involved in a pt incident this time or since last serviced by baxter. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device.